Event description:
Upon opening the kit, or staff noted "noticed a piece of fiber off from the kit and looks like the tip of the laser fiber." This happened upon opening 2 other kits. Total of 3 kits were found to be unsuitable for use. The vendor was contacted who agreed they should not be used. There was no adverse effect to a patient. Patient code: 4582. Device code: 1069. Reference reports: mw5175218, mw5175219.